Event description:
Rayner intraocular lenses limited received notification from an italian healthcare facility of an event that occurred following implantation of a unspecified rayner iol. The event description provided states that opacification of the iol had been observed in the post-operative period.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient had reported complications with their sight and opacification of the iol was diagnosed after the patient visited the healthcare facility. The information we have received to date states that the patient underwent implantation of the iol in 2010 and that the development of opacification was observed for the first time in (B)(6) 2015. Rayner is coordinating follow-up with its (B)(4) distributor. To date, no information, other than the information included in this report, has been made available to rayner. The results of any additional investigation actions and any further information we receive on this case will be provided in a follow-up report.